Manufacturer narrative:
(B)(4).

Event description:
It was reported that on start-up of the intra-aortic balloon pump (iabp) after the intra-aortic balloon (iab) was placed in the patient, the staff experienced a helium loss alarm. The staff tried to reset and start the pump up several times, and the staff continued to get the alarm. The patient was repositioned, and dropped the assist ratio to 1:2, but the staff still got the alarm. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Event description:
It was reported that on start-up of the intra-aortic balloon pump (iabp) after the intra-aortic balloon (iab) was placed in the patient, the staff experienced a helium loss alarm. The staff tried to reset and start the pump up several times, and the staff continued to get the alarm. The patient was repositioned, and dropped the assist ratio to 1:2, but the staff still got the alarm. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The field service engineer serviced the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.